Manufacturer narrative:
Upon deployment of the enterprise stent (enf453700/10442477)¿the stent became dislodged in the headway mc 21 (microvention corp). A second enterprise stent had to be used but this time they used the prowler select plus 5cm tip and was successful. No repercussion to the patient. The customer is looking to have this stent replaced as they think it was faulty. Upon hearing of the event today I informed the customer that we recommend use with the prowler select plus catheter as this was the catheter that all of our testing was done on and FDA approval was achieved with. In addition I informed the customer that they cannot re-sheath the stent with the competitive catheter ¿only with the prowler select plus 5cm taper tip. One non-sterile enterprise vrd and delivery was received partially inserted in the protective tubing. The enterprise delivery wire was received inserted in the introducer tube. The stent was received inserted in the hub of a non cordis microcatheter. No anomalies or damages were observed on the received entreprise system. Stent was inspected under a microscope and no damages/anomalies were found. Functional test could not be performed as the stent was received inserted in the hub of an non cordis microcatheter. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10442477. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿stent deployment difficulty-premature/in microcatheter hub¿ was confirmed as the product was received. The cause of the event experienced by the customer could not be conclusively determined. However, as per analysis performed as well as per event description information procedural factors might impact the reported failure since the customer used a microcatheter not recommended for use with the enterprise. Analysis and DHR review indicates that device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. In addition, the product met specification prior to shipment; therefore no corrective action will be taken at this time.

Event description:
Upon deployment of the enterprise stent (enf453700/(B)(4))¿the stent became dislodged in the headway mc 21 (microvention corp). A second enterprise stent had to be used but this time they used the prowler select plus 5cm tip and was successful. No repercussion to the patient. The customer is looking to have this stent replaced as they think it was faulty. Upon hearing of the event today I informed the customer that we recommend use with the prowler select plus catheter as this was the catheter that all of our testing was done on and FDA approval was achieved with. In addition I informed the customer that they cannot re-sheath the stent with the competitive catheter ¿only with the prowler select plus 5cm taper tip.

Manufacturer narrative:
The device was received (B)(4) 2014, and gtin # is (B)(4). The product was received for analysis, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.